Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a failed battery. The customer was unable to remove the battery cap so troubleshooting could not be performed. The customer was advised to discontinue pump therapy and revert to their back up plan. The insulin pump will return. The customer's blood glucose is 116 mg/dl.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No failed battery test alarm noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked case reservoir tube widow corner, stripped battery cap coin slot, broken battery cap and cracked battery tube threads.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.